Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, psychological trauma, pelvic pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion - breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, psychological trauma, pelvic pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, dysmenorrhea (cramping),dyspareunia, back pain, nickel allergy, hypersensitivity, device breakage. Reporter added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.